Event description:
A trilogy evo, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not in patient use. The trilogy evo, japan device failed a "system leak verification" test step during evaluation at the manufacturer's service center. The device's muffler assembly was replaced to address the issue. Additionally, the device's air inlet foam filter and particulate filter were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).